Event description:
Information received from the field does not address the patient's clinical status but notes dashes (---) for base rate and mode. Attempts to reprogram the device resulted in the message of a possible hardware failure. Emergency vvi was also unsuccessful. The battery impedance was 3 kohms, and the physician elected to monitor the patient.